Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on (B)(6) 2014 the patient had primed while attached to clear an occlusion alarm and was subsequently treated at the hospital for low blood glucose (bg). The reporter noted that due to priming while attached, the patient had received an additional 26.2units of insulin and their bg went down to 31mg/dl. The patient was reportedly treated with IV fluids at the hospital. The reporter noted that the patient would continue to use the pump after the event. This complaint is being reported based on the allegation that the patient experienced hypoglycemia requiring medical intervention associated with use error of the pump.

Manufacturer narrative:
The pump has not been requested for a return to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.